Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 1/31/2017. Device returned to manufacturer? Yes. Device evaluation: the insertion system was received packaged in the original box. The cap is placed over the cartridge suggesting that it was replaced. Directions for use state: ¿do not attempt to place the protective cap back on to the device.¿ the plunger component was observed in the advanced position. The cartridge was observed correctly engaged into the lower body of the device. Visual inspection at 10x microscope magnification was performed. Residues of viscoelastics were detected at the cartridge tip and tube. The lens of the preloaded system was observed stuck at a cartridge crack located at the cartridge tip/tube. The lens was torn and protruded through the crack. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: an exact date was not provided; but noted as (B)(6) 2016. No patient involvement which reasonably suggests the intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that cracks were observed at the top/tip of the cartridge during loading. This occurs when the doctor pushes the piston forward. There was no patient involvement/injury reported. No additional information was provided to abbott medical optics.